Event description:
It was reported that the 9600 system would not boot. Rebooted system and cases were continued. There was no report of patient injury.

Manufacturer narrative:
The customer cancelled the service call. If additional information is provided, it will be reported as required.